Event description:
The technician alleged that the brake position engaged and will not release. No pt impact.

Manufacturer narrative:
The technician found the brake detent is broken. The technician replaced the brake detent completing mod 471 to resolve the issue.